Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: free style libre 2 plus please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced skin irritation characterized by excessive itching, pain, and scarring/dark spots at the pod insertion site while using the pod. The irritation was reported to be more severe when the pod was worn on the abdomen, resulting in scratching and occasional adhesion concerns. Medical intervention was sought on (B)(6) 2026 during a consultation at (B)(6), where the patient was evaluated by healthcare providers and prescribed mometasone fur oat to be applied lightly prior to pod placement to manage the reported symptoms. No blood glucose levels were provided. No further information was provided.